Event description:
According to the complainant, the connection part of feeding tube to button was broken. The device was replaced with another corflo cubby low profilegastronomy device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as good.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. Device disposed.